Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak of the distal main body complaint is confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with afx2 bifurcated stent graft and a vela suprarenal extension to treat an abdominal aortic aneurysm (aaa). Reportedly, the access vessel on the right side was narrow with calcifications and the dilator of the introducer sheath was inserted first to secure access and the bifurcated stent graft was deployed. Both common iliac arteries were narrow and the legs of the bifurcated stent graft were touched up with a balloon catheter. Following deployment of the vela suprarenal extension the angiography showed a suspected type 3b endoleak near the bifurcation. The physician implanted an additional afx2 bifurcated stent graft and the 3b endoleak was confirmed to have been resolved. The final patient status was not reported.